Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens reviewed the instrument data and determined that quality controls were within expected ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer's site. The cse replaced and aligned the sample mixer and ran a quick check tests and mix tests, resulting acceptably. The cause of the discordant, falsely low co2 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. The repeat result was reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.